Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately high compared to a laboratory device. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 10am on (B)(6). The patient manages their diabetes with self-adjusted insulin. The patient reported increasing their usual dose of humalog in response to the alleged high readings. The patient reported developing symptoms of ¿cold sweating¿ an unknown time later. The patient reported being taken to the emergency room (ER) on (B)(6). The patient reported obtaining a blood glucose reading of 325mg/dl on the subject meter and 58mg/dl on a laboratory device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported receiving treatment of IV glucose and stated that they were admitted to hospital. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.